Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer was hospitalized on wednesday, (B)(6) 2017 at 6pm due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of admission was 378 mg/dl. Customer was treated with an IV of insulin. Customer reported that the insulin pump was not working. Customer was wearing the insulin pump at time of hospitalization. Customer stated that he thinks the pump is fine, he may have made a mistaken with the insulin. Customer reported that blood glucose levels came down to 85 mg/dl when given manual injections at the hospital. But, when he was placed back on pump glucose levels shot back up to 356 mg/dl. Customer states he did a bolus of 4 units but nothing came out. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.